Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence due to cuff mechanical issues leading to the procedure. During the surgery fluid leak was noted in the system. The patient did not experience any further adverse events and was said to be healing fine following the procedure. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
E1, h2, h10 field change.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence due to cuff mechanical issues leading to the procedure. During the surgery fluid leak was noted in the system. The patient did not experience any further adverse events and was said to be healing fine following the procedure. No more information available at the moment. Should additional information become available, it will be provided.